Event description:
The asp field service engineer (fse) observed oil mist while performing corrective maintenance. The customer stated that there were no physical complaints related to the oil mist. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist assembly, catalytic converter, and the centering ring screen. He performed a leakback test and a successful empty chamber cycle and the device met MFR specs.